Event description:
The pt employed a motorized chair (power chair) to get around. When the neurostimulator was initially implanted there was a small amount of interference between the device and the chair. The interference became so strong that he couldn't use the power chair. The pt sometimes felt a surging through his feet when he rested his feet on a platform of the chair. The pt experienced discomfort and 'squarms' in his feet. The pt was at home. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.